Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and halos at night. The lens was explanted and replaced with unspecified lens in a secondary procedure. The clinical reason for the explant was positive dysphotopsia.

Manufacturer narrative:
Based on information received following submission of the initial report, this blurred distance vision, haloes at night, positive dysphotopsia does not meet criteria for reporting as a serious injury per regulation. No further reports required. The manufacturer internal reference number is:

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but half a diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.